Event description:
At the time of neurostimulator replacement, bipolar electrode impedances were greater than 4000 ohms on all but 4 pairs. The patient opted to just have the neurostimulator replaced. The new implantable neurostimulator was placed a little superficially. The device was sticking straight up at the waist line. It did not dislodge or flip. The device pocket was painful. The hcp recommended lead and pocket revision. The patient again refused lead revision stating, 'the device is working fine'. In 2009, the implantable neurostimulator was moved more medially toward the patient's belly button. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.